Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the 24v power supply (ps3). The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the 9800 sys is experiencing intermittent c-arm column up/down motion. There was no report of pt injury.